Manufacturer narrative:
(B)(4) final report. Post primary and pre revision x-rays, operative notes, a detailed patient outcome, patient age and activity level and patient medical history were requested in order to progress with this investigation, however, this information is not available and thus there was only very limited information available for the investigation. It was confirmed that the explanted devices were discarded by the hospital following the revision and thus they were not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information available, no further investigation can be conducted and thus corin now consider this case closed. However, if any additional information is provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
Per -505 initial report. Additional information including post primary and pre revision x-rays, patient age and activity level, patient medical history, operative notes and a detailed patient outcome was requested in order to progress with this investigation, however, there were not all provided and thus there is only very limited information available for this investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. It has been confirmed that the explanted devices will not be returned for examination as they were discarded by the hospital following the revision. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 4 months due to dislocation.

Event description:
Trinity revision after approximately 4 months due to dislocation.